Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of a 5.9 cm in diameter abdominal aortic aneurysm. Aortic neck was 22-23 mm in diameter and 34 mm long. Right iliac was 19 mm in diameter proximally and 9 mm in diameter distally; left iliac was 14 mm in diameter proximally and 9.5 mm in diameter distally and was mildly tortuous. There was a small 20 mm in diameter aneurysm just proximal to the liia/hypogastric which had not been seen or measured for and which needed stenting. Upon closing the left side/ipsilateral side, the left internal iliac could not be closed, due to the 20 mm iliac aneurysm. The left iliac was closed by coiling after approximately 4 hours. The left limb was occluded on the final angiogram run, and a fem-fem bypass was done. The entire case was described as difficult and took altogether 6 hours. The case took so long, because it was decided mid-case to coil the liia after discovering the left iliac aneurysm. The physician coiled the hypogastric, but as this was the firs t time he had performed a coiling procedure, much time was needed. The ipsilateral side was then extended down to the external iliac. There was no kinking of the stent grafts or crossing of the limbs. A bolus dose of 5000 units of heparin was given prior to the im plant of the main bifurcated body. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Evaluation results: (unknown cause of occlusion) inherent risk of procedure (graft occlusion) evaluation conclusions: (unknown cause of occlusion).